Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot #: (B)(4), implanted: (B)(6) 1998, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: 2000-03-16, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown intrathecal medication via an implanted pump for spinal pain. A catheter event was reported and the healthcare provider (hcp) performed a dye study. The neurosurgeon was planning on replacing the pump, then felt as though the catheter was having issues. He then referred the patient back to the hcp for a dye study. To note, the patient had hardware placed in their spine (asked, unknown for date of implanted hardware). The hcp could not aspirate from the catheter, and only got 0.1 ml back but proceeded to inject the dye on (B)(6) 2018. The hcp then primed the catheter following the dye study. It was reported in the lateral view the catheter looked patent, but in the anteroposterior (ap) view the catheter did not look like it was infusing in the correct region. When following the catheter under fluoroscopy, they could not find the catheter in the spinal segment after the hardware began. It was reported the catheter looked as though it was wrapped in the coil. The patient was now on their way to the neurosurgeon for a consult. The neurosurgeon was not wanting to perform surgery to replace the catheter but was ok with replacing the pump. It was noted the patient had two types of cancer. He believed the patient had esophageal cancer before his pump implant, and now had lung cancer too (event date unknown). The company representative was to follow up with the hcp. Patient symptoms were not reported. Additional information was received on (B)(6) 2018 from the hcp indicated the catheter/pump was broken and in pieces and they were inquiring about MRI for the patient. The hcp declined having the MRI guidelines forwarded to him. No further complications were reported/anticipated or expected. On (B)(4) 2018 additional information was received from an hcp via a company representative. It was clarified that the reason for the planned pump replacement was because of elective replacement indicator (eri). The cause of the catheter having been broken and in pieces was not determined. It appeared the catheter was coiled up in the hardware. The pump and catheter issues had not been resolved. The patient was scheduled for a pump and catheter replacement on (B)(6) 2018. The patient¿s weight at the time of the event was unknown. Regarding the status of the device for return, it was indicated that it was working as it was before and would not be returned. On (B)(4) 2018, additional information was received from an hcp via a company representative. It was clarified that eri was normal. No further patient complications have been reported as a result of this event.